Manufacturer narrative:
(B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 20 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 7.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator housing. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation were found which occurred most likely during the extraction procedure. The values of the parameters measured during the electrical and the mechanical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that the rv lead was explanted due to high pacing impedance greater than 2000 ohms. The physician was unsure if this ra lead was damaged and decided to replace the atrial lead as well.